Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. Device evaluation of monitor (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to oxidation on inter-pca connector j1000. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. There is no indication that the damaged equipment caused or contributed to the patient's death as the patient was in a life-sustaining rhythm at the time of device shutdown.

Event description:
During servicing into an electrode belt and monitor that were returned for investigation into a patient's death, reportable device malfunctions were found. The electrode belt and monitor failed incoming functionality testing. The device failures did not cause or contribute to the patient's death as the patient was in a life-sustaining rhythm at the time of device shutdown.